Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system device was not registering on bus. A field service engineer (fse) removed the back cover, unplugged the cable from the t-board on drawer 4.1, and secured all cable connections on the drawer controller board and across all drawers. The cable was then reconnected to the t-board (pmc board) on drawer 4.1, and the back cover was reinstalled. A final test was performed using the hardware test application (hta), and the pharmacy technician completed an inventory count successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system device was not registering on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.